Event description:
Dialysis was initiated via right subclavian catheter without difficulty at 7:14 am; bp 150/64 pulse 61. Blood flow rate 450cc, venous pressure 220 - ufr 1000cc. Approx 7 mins after treatment began the pt care tech heard a snoring gurgling sound. The pt was unresponsive and a large volume of blood was noted on the floor. The pt was covered with a blanket and the subclavian catheter and bloodlines were not visible. When the blanket was removed the pt's shirt was noted to be soaked with blood. The pt care tech noted that one of the bloodlines was not connected at the time of the event. The blood pump was stopped, the blood lines were clamped and an IV infusion of normal saline was connected to the subclavian catheter. No dialysis machine alarms were apparent prior to the event. CPR was initiated and the pt was transported to the hosp where he expired. Further investigation determined that the catheter and bloodlines were not visualized by the tech when he attached the lines to the catheter. The connection of the line was completed under the pt's shirt. It could not be determined if the lines and the catheter were properly connected or if the luer-lok connection on the venous line was properly secured. It could not be determined if the arterial and venous lines were connected to the appropriate limbs of the catheter. At the time of the event the arterial bloodline was filled with blood. The venous bloodline was noted to be filled with blood when it was evaluated after the event. The transducer line and venous chamber were also noted to be full of blood. The transducer line was cleaned. It could not be determined when the transducer line had been clamped. The dialysis machine was evaluated after the event and no problems with the operation of the machine were identified.